Manufacturer narrative:
(B)(4). The device involved in the incident is unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Sample availability is unknown at this time. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition was misprogramming. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The following additional information was obtained by baxter (B)(4): the customer reported it is unknown what drugs were used since the event occurred in the intensive care unit. The customer assumed that other medications were used during the resuscitation but could not confirm this.

Manufacturer narrative:
(B)(4). The software version for this device is currently not known. Baxter canada contacted the reporting nurse. The nurse stated the cause of death was termination of resuscitation. The date of passing was unknown, but all pumps were swapped in september, and the event happened before that time. As the hospital no longer has the device, the serial number could not be identified. The customer stated again that this was a programming error, and there was no malfunction of the pump. The nurse left guardian mode and misprogrammed the pump. No additional information provided.

Event description:
This report was received by baxter (B)(4). A customer reported the following incident from a case study: "new nurse transfers to ICU from a med/surg floor where the drug library in the colleague guardian pumps is limited. Nurse receives an order for a dobutamine infusion. Not familiar with the drug or the ICU/ER drug library, the nurse programs the pump using the mode of infusion in mcg/kg/hr as ordered by the physician but selects 50 mcg/kg/hr instead of 5 mcg/kg/hr as ordered. If she used the colleague guardian it would have indicated that this was out of the dose range for this drug and our facility protocol. Patient is very unstable in cardiogenic shock and dies (not sure if from his condition or from the infusion that was not caught for several hours after it was initiated)." No additional information provided.

Manufacturer narrative:
(B)(4).a labeling review was completed and found to be adequate for the use error identified in this complaint.